Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a control panel error. This causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.